Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer stated that when he connect the 8100 it gives him a channel error. I ask the customer does it happens when you connect it? The customer stated yes. I informed the customer that he needs to replace the logic board. The customer said ok. And ended the call. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I informed the customer that he needs to replace the logic board. The customer said ok and that he would either send it in once he talk to his supervisor. I stated ok and the customer ended the call.